Event description:
Boston scientific received information that when the field representative checked the system after pocket closure the right ventricular lead exhibited high out of range impedance measurement of greater than 2500 ohms. In unipolar, the impedance was 530 ohms. Loss of capture was observed at 1.5 volts at 0.4 ms when programmed bipolar. The pocket was re-opened and the lead was found to not be completely seated in the header of the device. Subsequently the lead was re-inserted into the header. The device and led remain in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.